Manufacturer narrative:
Follow-up # 1 date of submission 03/07/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling at the contrast button and the ok button symbol was worn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Worn symbols have no effect on insulin delivery. During investigation, the original complaint of the keypad button¿s intermittent response was not duplicated during testing; all of the keypad buttons responded appropriately. During investigation, the keypad cover was removed and there was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging the ok, up arrow, and down arrow keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.